Event description:
During a ventricular tachycardia procedure involving epicardial access the epi agilis sheath was aspirating air bubbles. To test the sheath, the physician took the agilis out of the patient, put the tip in a bowl of saline, and pulled back. Bubbles came into the syringe indicating an issue with the integrity of the device. Due to backorders, there were no other epi agilis to swap in so the physician put a pig-tail catheter through the agilis. The procedure was successfully completed with no consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.